Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the child has reduced hearing with the device and does not respond to sound. No history of head trauma, high grade fever or swelling on the implant side are known. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, damages to the electrode, likely caused by minute device mobility, led to further wires fractures over time. The problems described in the patient report appear to match the damage found. This is a final report

Event description:
It is reported that the child had reduced hearing with the device and no longer responded to sound. A history of head trauma, high grade fever or swelling on the implant side is not known. The recipient was re-implanted.